Event description:
Gs medical peek bn-pif cage, 28x11x10mm 4 degree, broke in surgery as surgeon was malleting the inserter with the cage into the disc space. The surgeon gad to dig out all of the pieces, and there was no cause such as excessive force for the cage to break.